Event description:
New information states that the lead was explanted and replaced after repositioning was not successful. The patient condition was good before and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when low r wave sensing and an increase in pacing lead impedance and hv lead impedance were observed. An x-ray was performed and the lead was noted to be dislodged. Lead repositioning was planned. The patient condition was good at the end of the follow up.